Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(4); operative notes ad 30, (1)(2)(3)(4) were reviewed. On (B)(6) 2002, the patient had a right cemented total knee arthroplasty to address osteoarthritis, end-stage. Depuy components including depuy patella were used. Manufacturer of cement was not listed. On (B)(6) 2018, revision right total knee arthroplasty to address polyethylene synovitis, effusion, osteolysis, right total knee arthroplasty with polyethylene wear and failure of the tibial polyethylene locking mechanism. Early aseptic loosening of femoral and tibial components. The surgeon reported a small crack in the distal femur when placing the metaphyseal sleeve and a small crack in the proximal tibia as well when placing the definitive components with a metaphyseal sleeve. Cables were placed. Depuy components were placed during this procedure including depuy cement with gentamicin.